Event description:
The patient experienced hemoptysis following the cardiomems implant procedure. According to the physician, the bleeding was most likely related to persistent coughing throughout the procedure. The physician did not believe the cardiomems device caused or contributed to the event. The patient was subsequently ventilated and admitted to the cardiac intensive care unit. The hemoptysis resolved without intervention. As of (B)(6) 2026, the patient remained ventilated but was reported to be recovering.